Event description:
Received an electronic report from a user hemodialysis facility who has reported at the end of the pt's dialysis treatment a blood leak was noted from the combiset line where the heparin line is connected to the arterial line. In speaking with the facility it was learned that, the heparin line separated from the main line. This event occurred at the end of the dialysis treatment. The blood was not able to be returned to this pt and the blood loss from the event was approximately 250 ml. There was no report of any further ill effect or medical intervention. The pt was discharged to home and is asymptomatic to date from this event. A sample is available for evaluation.